Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 430 mg/dl, which the customer treated with a manual injection. The customer stated that he had not tried all the recommended remedies from previous reported occurrences of no delivery alarms. Advised the customer to monitor the insulin pump and to call back if the problems persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.